Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their second device had to be replaced because they got sepsis from going into a river. No further complications were reported.

Event description:
It was reported that there was an infection, resulting in the entire system being explanted the night prior to this report. The patient had gone to the doctor the thursday prior to this report for their 2 week post-op and all was fine. The patient jumped in the river friday or saturday. The doctor blamed this for the infection. Follow-up was performed to determine what symptoms the patient had experienced, if the infection had been treated, and if the patient recovered without sequela, but no information was known. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type lead; product ID 97754, serial # (B)(4), product type recharger; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient. (B)(4).